Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the reason for the revision surgery was that the device was not working. No further complications were reported in relation to this event.

Manufacturer narrative:
Model number/catalog number 72400151 serial number (B)(4) batch/lot number 375396002 gtin n/a model/catalog description inflate/deflate pump fgs expiration date 07/09/2008. Manufacturer date not specified. Model number/catalog number 72400152 serial number (B)(4) batch/lot number 375910006 gtin n/a model/catalog description reservoir 65ml expiration date 07/12/2008. Manufacturer date not specified.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.